Event description:
Customer reported an intermittent ECG from the dpm 7 monitor's mpm module, which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and repaired the cold solder on front panel connectors. Unit was calibrated and safety tested to factory specifications.